Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset during the night. The customer's blood glucose (bg) level was impacted however a specific value was not given (200s mg/dl). A correction bolus was delivered to address bg level. The customer loaded a new cartridge onto the pump and resumed insulin delivery.